Manufacturer narrative:
Blockb3: the exact event date is unknown. The provided event date 05/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 05/28/2025.

Event description:
It was reported that the procedure was interrupted due to machine trouble during the procedure. As it was possible that the problem was with the hps fiber, the problem was not resolved even after replacing it with another lot. The procedure was not completed. The patient sedation status was not reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. Blockb3: the exact event date is unknown. The provided event date 05/01/2025 was used as the best estimate based on the date the manufacturer became aware of the event, 05/28/2025.

Event description:
It was reported that the procedure was interrupted due to machine trouble during the procedure. As it was possible that the problem was with the hps fiber, the problem was not resolved even after replacing it with another lot. The procedure was not completed. The patient sedation status was not reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.